Event description:
Customer reportedly received results of 36 mg/dl and 176 mg/dl within 10 minutes on the advantage sys. No low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.